Event description:
Once the surgeon had finished making his cuts with the #4 triathlon express 4:1 cutting block ((B)(4)) and was removing it, one of the pegs from the cutting block broke loose and remained in the patients femur. All cuts had been made. Broken peg was removed adding <5 minutes to surgery time.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding pin dissociation of a triathlon 4:1 express cutting guide was reported. The event was confirmed. Inspection of the returned device confirmed the pin had dissociated from the device body. Additional dimensional inspection was not performed as it was confirmed the product was within scope of the associated CAPA. Device history review indicated all devices accepted into final stock conformed to specification. This review confirmed the device was manufactured prior to CAPA implementation. Complaint history review indicated there has been 1 similar event reported for this lot ID. The investigation concluded that the fixation peg disassociating from the triathlon 4:1 express cutting block was caused by a manufacturing nonconformance. It was concluded that the supplier had not performed the required press fit operation between the peg and block which led to the pin coming out of the assembly. As a result, nonconformance was previously raised. The supplier investigation, scope and corrective actions are detailed within the nc and corresponding CAPA.

Event description:
Once the surgeon had finished making his cuts with the #4 triathlon express 4:1 cutting block (6541-1-704e) and was removing it, one of the pegs from the cutting block broke loose and remained in the patients femur. All cuts had been made. Broken peg was removed adding <5 minutes to surgery time.